Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain and swelling in their knee. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 07/06/2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial component loosening. Depuy cement was used.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. With the information provided, the actual root cause of loosening at the cement/implant interface of the tibial tray cannot be definitively identified. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.